Manufacturer narrative:
The reported event of broken sheath was confirmed. As received, the lead sheath was returned incomplete. A visual inspection of the returned lead sheath found the curved section broken off. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that during the patients implant procedure on (B)(6) 2019 the insertion sheath broke and a fragment remains in the patient.